Event description:
It was reported to philips that the allura system showed errors 'exposure not possible¿image disk full' and 'free disk space is too low'. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that there was low space in the disk and exposure was not possible. Upon troubleshooting, rse advised the customer to clear up disk space. After clearing the database space, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The problem was with the low space in the disk and the customer corrected the problem by freeing up the disk space. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.